Event description:
It was reported to medtronic minimed that the customer reported micro crack in the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed and found damage in the insulin pump. No harm requiring medical intervention was reported.mmt-1886 was returned for analysis.

Manufacturer narrative:
The pump was received with cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, and pillowing keypad overlay. Pump received with display anomaly-flashing mdt logo. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to display anomaly-flashing mdt logo. Unable to download history files/traces using thump due to display anomaly-flashing mdt logo. Pump was cut open to perform visual inspection and found corroded electronic assembly. The force sensor and motor had moisture damage. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to perform the history review 1 week prior to the (B)(6) 2023 due to display anomaly-flashing mdt logo. Damage (physical or cosmetic) confirmed at the back of the pump. Unable to perform the required tests due to display anomaly-flashing mdt logo. Flashing medtronic logo was confirmed during analysis due to corroded pcba 2. Unable to upload/download confirmed (unable to download history files/traces using thump due to display anomaly-flashing mdt logo). Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.